Event description:
It was reported that during the trial procedure, the physician tried to adjust the lead and four of the contacts sheared off into the patients epidural space. The physician was unable to remove the contacts and opted to leave them in the patients body. Another lead was used to complete the procedure and the patient was doing well.

Event description:
It was reported that during the trial procedure, the physician tried to adjust the lead and four of the contacts sheared off into the patient's epidural space. The physician was unable to remove the contacts and opted to leave them in the patient's body. Another lead was used to complete the procedure and the patient was doing well.

Manufacturer narrative:
Sc-2316-50e, (sn (B)(6)). The returned lead was analyzed and it was revealed that the top four electrodes were separated from the distal end. The cables were exposed at the damaged portion of the lead. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is incorrect. With all the available information, boston scientific concludes that the allegation of lead damage was confirmed.